Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil failed to detach. It was reported that three attempts were made to detach the axium coil with the instant detacher (ID-1), but it failed. A different instant detacher was not used, and no manual attempts were made. Judgement from the healthcare provider (hcp) determined it best to retrieve the coil. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include an sl-10 straight microcatheter.